Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported, during a tavr case by surgical cutdown, a 26mm sapien 3 valve and certitude delivery system were prepped and the valve deployed, however the balloon ruptured at the end of valve deployment. The ruptured balloon separated from the outer catheter during withdrawal and was removed in two pieces. The patient is stable and was sent to the ICU to recover.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The certitude delivery system was returned for evaluation, fully inserted through the loader. The balloon and guidewire lumen were returned separate from the delivery system, inserted through the sheath. A kink was observed on the steering tube approximately 4.25¿ from the proximal shoulder. The distal tip and 5.5¿ distal to the hub of the sheath shaft were compressed. A radial and longitudinal balloon burst was noted and does not appear to be missing pieces. Adhesive was present on the guidewire port and on the separated guidewire. Due to the condition of the returned devices (balloon ruptured, balloon/guidewire lumen separated from the delivery system; sheath shaft compression), no relevant functional testing was performed. The ruptured balloon single wall thickness was measured at five different locations. A thin wall could leave the balloon more susceptible to burst and may be indicative of a manufacturing nonconformance. The balloon single wall thickness was found to be within specification at all measured locations.   Imagery provided shows calcification in and above the native annulus. The complaint was confirmed, but no product non-conformances were identified in the returned device. A review of available information did not provide any indication that a manufacturing non-conformance could have contributed to the complaint. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, with the available information provided from the customer site, patient (calcification) and procedural factors from withdrawal of the burst balloon contributed to the reported events. Since the occurrence rate does not exceed the june 2019 control limit for the applicable trend categories and no manufacturing non-conformance was identified in the returned sample, pra escalation or corrective/preventative action is not required. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.